Event description:
It was reported that the customer was hospitalized due to low blood glucose of 52mg/dl. The father stated that the customer was not feeling well and possible had allergic reaction. It was stated that the customer was not eating, which it may have cause his low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.